Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The breathing system was calibrated to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4). The distributor performed a checkout of the equipment and confirmed the reported complaint. The breathing system was calibrated to resolve the issue.

Event description:
It was reported that there was an error resulting in over delivery of pressure during pre-use checkout. There was no report of patient involvement.